Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the bottom 7 segment display has several leds that do not illuminate. A diode test on the 7 segment display component revealed that 5 segments failed to illuminate as they were measured as open.

Event description:
Customer reported "led light won't work". Additional information received from the customer indicating that he does not remember which led light did not work, but it should be the led that display the values. No known impact or consequence to patient.